Event description:
It was reported during a procedure the dh085's side hood burnt the pt's tube. 2/13/98 received fax-the 5mm hook (dh085) was used laparoscopically low in the cul-de-sac for endometriosis. Away from the distal tip, the side of the dh085 shaft rested against the uterus and tube burning the tube. The pt was seen by a gyn fertility specialist and treated. The dr has a tape of the procedure. The rep is attempting to find the dh085.